Manufacturer narrative:
This MDR is the result of an investigation finding: a device history record (DHR) review was completed for provided material number 304432 and lot number 240304. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the product, a used needle was found with a damaged partial hub component, the hub remaining on the needle was twisted. Per the provided feedback, we understand that the hub broke during use when the needle was disassembled from the syringe. Considering that the needle was not noted as damaged before use, an exact cause related to the manufacturing process cannot be determined. However, we cannot exclude the possibility of handling of the product or any potential incompatibilities between the devices used and their impact on this defect. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd conventional needles, needle hub broke. The following information was provided by the initial reporter, translated from german to english: when trying to unscrew the cannula from the syringe, the cannula head separated from the cannula neck (green plastic). (B)(6) 2024. No patient impact.